Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the product is not available for investigation. Investigation - no product at hand. Batch history review - a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause - based on the limited information the root cause of the failure is most probably related to an insufficient usage. Rationale- due to the lack of information and non-available product, the final root cause of the failure is not possible to be identified. Based on our quality standards, we exclude a manufacturer or material related error. Most likely, the shards have been caused by an insufficient transport or storage of the affected containers. During transport, and caused by vibrations or shocks, the tray may rub on the inside of the container. Thus, an abrasion from the tray or the container cannot be excluded.

Event description:
It was reported that metal shards were found at the bottom of a sterile container. Upon opening the set which was in a sterile container, the issue was noted. For this reason, the patient's procedure was cancelled. Details about the device, procedure, and patient were not given. It was stated that the instrument had been processed using steris equipment and then transported within the hospital suite in that sealed container within an instrument basket after sterilization. Further information has been requested but not yet provided.